Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one video was provided and reviewed. The video shows the saline tube connected to the stopcock and the crosser iq activated. Leak is noted at the saline tube connection. Received one crosser iq catheter and saline tubing. The saline tubing was loaded onto the three way stop cock. There appeared to be residue throughout, and the marker band was not present. During visual evaluation, deformation and material separation were noted at the distal end. During functional evaluation, the crosser iq was connected to the returned saline tubing. The power cable was then connected to the bd iq recanalization system and primed without issue. An in-house sheath crosser fixture was flushed with water without issue. Leak was observed from the saline tube connected at the stopcock when the crosser iq was activated. Therefore, the investigation is confirmed for reported leak as the video review and functional evaluation of the returned sample confirm the leak at the saline tubing connection. And also, the investigation is confirmed for the identified material separation and deformation as separation and deformation were noted at the distal end of the catheter. A definitive root cause for the reported leak, identified material separation and deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter allegedly leaking in the tubing. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one crosser iq catheter and saline tubing. The saline tubing loaded onto the three-way stop cock. There appeared to be residue throughout, and the marker band was not present. Deformation and material separation was noted at the distal end. Therefore, the investigation is inconclusive for reported leak as there is no evidence for the reported failure. However, the investigation is confirmed for the identified material separation and deformation as the separation and deformation were noted at the distal end of the catheter. Although a definitive root cause for the reported leak, identified material separation and deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter allegedly leaked in the tubing. There was no reported patient injury.